Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate and observed multiple electrical test fails code #120 in the iabp log files. The stm made multiple attempts to duplicate the reported issue by tampering with the cable positioning during startup and operation but was unable to duplicate the reported issue. As a precautionary measure, the stm replaced the keypad controller board as per the service manual. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) generated an error #120 and would intermittently generate error #39. It was later clarified that the iabp unit generated an electrical test fails code #120. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.